Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed greater than 5 years remaining at the patient's last follow up appointment six months ago. Now, the device is showing 2 years remaining. Technical services had discussed performing a hex dump to determine why the battery status changed and during this conversation, the clinician stated she had exited the application, reinterrogated the device and the battery status changed back to greater than 5 years remaining. No adverse patient effects were reported.